Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device appeared to exhibit an increase in the pacing rate as a result of the minute ventilation (mv) sensor response to instances where the minute ventilation (mv) sensor did not respond as expected at higher rates. Please refer to the complaint for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pacemaker exhibited high pacing thresholds, noise and oversensing on the right ventricular channel. Additionally, the minute ventilation (mv) rate response was not as expected. Furthermore, it was noted that patient had fallen twice. Reprograming of the device was performed and a system replacement was scheduled for the near future. At this time, this device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device appeared to exhibit an increase in the pacing rate as a result of the minute ventilation (mv) sensor response to instances where the minute ventilation (mv) sensor did not respond as expected at higher rates. Please refer to the complaint for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pacemaker exhibited high pacing thresholds, noise and oversensing on the right ventricular channel. Additionally, the minute ventilation (mv) rate response was not as expected. Furthermore, it was noted that patient had fallen twice. Reprograming of the device was performed and a system replacement was scheduled for the near future. At this time, this device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was surgically abandoned and replaced.

Event description:
It was reported that this implantable pacemaker exhibited high pacing thresholds, noise and oversensing on the right ventricular channel. Additionally, the minute ventilation (mv) rate response was not as expected. Furthermore, it was noted that patient had fallen twice. Reprograming of the device was performed and a system replacement was scheduled for the near future. At this time, this device remains in service. No further adverse patient effects were reported.